Manufacturer narrative:
(B)(4). The arjo huntleigh sales and service unit representative was nominated to visit the facility to obtain comprehensive info about the incident. During interview with nurse manager we (arjohuntleigh) have been informed that the origin of the fire was due to the pt sitting on the wheelchair next to the bed and putting a light the sheets on the mattress with a lighter for cigarettes. There were no consequences to the pt no to the caregiver. The resident involved was a tetraplegic patient treated in a psychiatry department. Apart from the damage caused by the cigarette lighter, there were no other signs of damage to the system. We have been provided with photographic evidence of the mattress damages and in this case, it appears the cover material and foam filling performed as required, shrinking away from the flames before full ignition could occur. The ignition from a heat source, caused the mattress cover creating a "wicking" effect and propagated the flame. Our product at the time of the event functioning as per its intended use and was not the direct root cause of the incident. In relation to the risk of fire, our mattress material is flame retardant to (B)(4), and we also warn our users (as per the 'general warning' pages in our IFU) of the flammability risks involved in using our product. According to instructions for use (#500972en): we conclude that this failure is as a result of the customer failing to take the necessary safety precautions when using our product. Our pms (post market surveillance) data suggests that this is not a common occurrence with this device with no deaths reported. We will continued to monitor this type of event and are vigilant in reporting serious events of this nature, but see this as an isolated incident.

Event description:
Ref imp # (B)(4).